Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the adapter was rusted and could not be used. In addition, the cable was damaged and leaking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the hd autoclavable camera head lock is wrinkled with great resistance. The event occurred during preparation, prior to a therapeutic laparoscopic procedure. A similar device was used to complete the procedure with no more than a 15-minute delay. During a standard service inspection of the customer returned device, rusty e-coupler was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the rust could not be determined at this time. Olympus will continue to monitor field performance for this device.